Event description:
It was reported that customer experienced faulty pump screen, and no further details were provided about how issue occurred or how long it lasted. There was no reported impact to the customer¿s blood glucose level. No additional information was provided.